Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The returned flexima biliary was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached, also it presented one guidewire inside of it. The distal section of the device was cut, the stent remained attached to the push catheter by the suture thread. The suture hole of the push catheter was torn. The push catheter was kinked and it was observed that the cut presented on the device had evidence that a mechanical tool was used to perform the cut. During functional inspection the guidewire could be removed without issues. A photo was attached in the complaint record showing that the stent was inside the patient however it was not possible to determine any possible failure. The reported event was confirmed. According to product analysis, it is most likely that user manipulation and/or some technique performed while preparing the device may have caused the kinks on the push catheter, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter, during this action the guide catheter may have gotten kinked and stretched, finally it is possible that the user applied an extra force which lead the detachment of it and the tear of the suture hole, as consequence of this condition the user was unable to deploy the stent, therefore during the removal of the device from the endoscope it may have performed some technique in order to separate the device which implicated to cut the device as observed. The observed issue of device cut will be documented as a not reported allegation under the code of customer altered product. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. Device history records review: a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, the suture was stuck preventing the stent to be deployed. Another flexima biliary stent was attempted to use but the same problem was noticed. A third flexima biliary stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.